Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp solution set did not flow. It was further reported, the infusion was held "intermittently" for 15 minutes to administer an unspecified medication. The infusion did not flow after medication administration. New bag and tubing were primed and administered. There was no report of patient injury or medical intervention associated with this event. There was no additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing; and the device performed according to product specifications. Additional priming was performed and the results were satisfactory. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.